Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before the surgery an ophthalmic blade found without a point. The procedure and patient details were not reported. The patient impact was not reported. Additional information was requested.

Manufacturer narrative:
Corrected information provided in h.11 and additional information received provided in sections h.6 and h.11. Upon further review, FDA product problem code a1203 ¿ disconnection was retracted from section h.6. Therefore, this product problem code is no longer applicable to the event. A sample was not received at the manufacturing site for evaluation for the report of 2.2 blade without a point; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo 1 and 2 shows a damaged blade tip, photo 3 shows lot numbers associated to this qs and other qs and photo 4 shows lot number associated with other qs. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the blade tip was damaged was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in section b.5, d.1, h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicated that an ophthalmic blade found break before cataract surgery. The surgery was completed with a new blade. No patient impact was reported.